Event description:
It was reported that this pacemaker exhibited intermittent undersensing noted as due to tall/short amplitudes as well as absolute blanking. Technical services (ts) recommended electrophysiology (ep) follow up due to presence of fibrillation/flutter. This device remains in service. No adverse patient effects were reported.